Event description:
It was reported that the procedure was to treat the right superficial femoral artery (sfa). The vessel diameter is 7mm and was prepared with an unspecified balloon. The 5.5x60mm supera self-expanding stent system (sess) was deployed without any problem in the deployment mechanism; however, the nose cone was not observed under fluoroscopy. Therefore, when the supera stent system was retracted it was noted that the stent was retracted back into the 6f sheath. Another unspecified device was used to completed the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that after successful stent deployment the nose cone inadvertently got caught on the deployed stent; thus during device removal resulted in the stent being retracted back into the 6f sheath. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.